Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that implantable neurostimulator (ins) was shocking the patient¿s legs. It was noted that the ins stopped working and that the patient no longer felt shocking in the legs. It was not reported if there was a sudden or gradual onset of shocking, or when the shocking sensation began. No interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.